Event description:
Additional information received indicates that surgical intervention took place wherein the ipgs were explanted and replaced with a single new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The report that the device was ¿inoperable¿ after surgery was confirmed. Analysis of the device found the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found that the device entered the service app state 04dec2024 consistent with the day of the patients reported unrelated surgery.

Event description:
It was reported that the patient's ipgs stopped connecting with external devices following an unrelated surgery. Reportedly, the ipgs were set into surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.